Manufacturer narrative:
D10 concomitant products: unknown eea, unknown eea, (lot #unknown) unknown eea, unknown eea, (lot #unknown) unknown ligasur, unknown ligasure instrument, (lot #unknown) unknown ligasur, unknown ligasure instrument, (lot #unknown). Article: totally minimally invasive laparoscopic robot-assisted ivor lewis esophagectomy: improved technique and outcomes over 200 cases author/s: justin a. Drake, andrew j. Sinnamon, samir saeed, rutika mehta, russell f. Palm, jobelle j. Baldonado, jacques p. Fontaine, jose m. Pimiento. Https://dx.doi.org/10.21037/jgo-23-923. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to describe the outcomes of a totally minimally invasive, laparoscopic, robot-assisted ivor lewis esophagectomy between 2014 and 2023. An endo gia using tan and purple reloads were used to create the gastric conduit and a grey reload was used to divide the azygous vein. An orvil anvil was placed in the esophagus and an 25mm stapler was placed in the stomach to perform an end-to-end anastomosis. The common channel was closed with an endo gia purple reload 2cm away from the anastomosis. There were 200 patients in the study and complications included bleeding, anastomotic leak, and anastomotic stenosis (stricture formation). Conversion to open was required for intraoperative bleeding in one patient. The 30-day mortality rate was 1.5% (n=3) and 90-day mortality was 3.5% (n=7). Intensive care unit (ICU) stay and prolonged hospitalization was reported but no additional information was provided. Pneumonia was also reported but not related to the device.